Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system was not powering on. The nurse reported that while attempting to pull medication, the issue occurred. The customer confirmed that the nurse was able to obtain the medication from a different station; however, this caused a delay of approximately 15 minutes. The customer tried to reboot and reseat the power plug, but the issue persisted. The customer stated that this malfunction occurred when the user tried to issue medication to patient and caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not powering on. A field service engineer (fse) found that auxiliary half height drawer 4.1 and the drawer controller had failed. The fse replaced the drawer controller, tested the drawer using the hardware test application (hta), and rebooted the system, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.